Event description:
Daughter reporting on behalf of her father. He had inguinal hernia repair with mesh in 2001. Since then pt has had several surgeries to repair his bowels and prostate due to problems with mesh. Pt also has complaints of pain, weakness, and incontinence. Pt is now in a nursing home.